Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step while using pump. There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.